Manufacturer narrative:
Inspection of the reservoir was performed and found detached snap cap from the septum site, therefore, this will cause the reservoir to leak.

Event description:
Customer reported that she is unable to manually push insulin through the tubing and unable to separate the reservoir from the tubing. No further information was provided.